Manufacturer narrative:
The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of rewk0892 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported: during the infusion of chemioterapic, they found extravasation due to a catheter leakage. They suspended the treatment and removed surgically the catheter. The patient is waiting for the insertion of another catheter to continue the procedure.